Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited a lower than expected pacing impedance measurement. The shock impedance was within normal limits.